Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a fracture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540 implantable port allegedly experienced fracture. This information was received from one source. The malfunction involved one patient with no patient consequences. The age and weight of the female patient were not provided.